Event description:
It was reported that the patient did not feel the stimulation. It was also indicated that patient stimulation that they were feeling kept turning off and stopped completely. It was added that it had not been working properly for about 7 to 10 days because all of a sudden patient could not feel it at all. It was also noted that patient felt it more when urinating and was not feeling it any more. The patient was on program 2 at 1.7v, changed to 1.8v. The patient's right vagina was sore, tender and itchy. The patient was still learning the buttons and icons and what its supposed to do a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va05sc0, implanted: (B)(6) 2013, product type: lead. (B)(4).